Manufacturer narrative:
(B)(4). Batch # r92y5l. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an incisional hernia, the jaws of the device broke off the instrument. The bottom portion of the jaw broke off of the device completely. It is unknown how the case was completed. There was not a patience consequence as a result.

Manufacturer narrative:
(B)(4). Batch #: r92y5l. Investigation summary: the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and an nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.